Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette exhibited 30.1 ml liquid when it was supposed to be 20 ml. There was patient involvement, no patient injury was reported.